Manufacturer narrative:
In the case description, the user states receiving an uncommand bolus of 30 units instead of receiving a bolus for an entry of 30 grams carb entry. The device was returned for investigation. Inspection of the device audit files confirmed that the device delivered a 30 unit bolus. Inspection of the android log files showed that the user opened the bolus calculator menu to program a bolus. The logs show that the user did not enter a carb value and entered their bg value from the cgm. The log files then show that a bolus adjustment volume of 30 units was applied to the bolus calculator. The user was prompted that the adjusted total bolus exceeded the max bolus and the user confirmed the bolus delivery. Based on the investigation, the system was found to function as intended with no evidence of unprogrammed boluses. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 30 units of insulin. The patient programmed a bolus of 1.5 units for 30 carbs, but the system gave him 30 units instead. He was given 17.5 out of the 30 units. The patient's blood glucose level (bg) was at 149 mg/dl.